Event description:
Customer's mother reports of difficulty logging on to carelink. Customer is using carelink usb to link device but it will only load to two percent. Customer was not successful in uploading to contour next link either, stating it was not found. Customer was advised that insulin pump would need to be replaced due to information not able to be downloaded on pump. No further information provided.

Manufacturer narrative:
(B)(64 software anomaly alarm on alarm history screen due to corrupted history file. Unable to upload to care link due to corrupted history file. Unit communicate properly with onetouch ultra link meter. No radio frequency communication anomaly. Minor scratched lcd window, battery tube threads cracked, cracked reservoir tube lip.